Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected failed battery test anomaly noted. Device received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. (B)(4).

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected failed battery test anomaly noted. Device received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump act button was tougher to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had no delivery alarm, rejected new batteries. The insulin pump will not be returned for analysis.